Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, congenital and structural heart treatment procedure was performed by the customer when the issue occurred and the procedure completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was unable to perform rotational movement. Upon troubleshooting, the fse found that drape had become entangled in the c-arm, preventing it from moving properly. To resolve the issue, the fse cleaned the c-arm, and all drape material was carefully removed from the wheels. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm was unable to perform rotational movement. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.